Event description:
An angio-seal was implanted. Twenty-four hours post procedure, a hematoma developed at the puncture site. The hematoma was managed with manual compression and a compressive bandage. The pt's hospital stay was extended due to this event. There were no adverse consequences to the pt.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor petal pulses.